Manufacturer narrative:
Root cause analysis: the defective item within the shoulder suspension kit (finished good 32-525) was identified as a self-adherent wrap ((B)(4)). The reported issue has been determined to be a random issue in which the end of the wrap was unable to be located. This resulted in the product being difficult to unroll. The nature of the self-adherent wrap can be a contributing factor for the reported issue. Corrective action and/or systemic correction action taken: due to the investigation and root cause determination, a corrective action has not been taken. Investigation summary an (B)(4) was received indicating that a self-adherent wrap contained within a shoulder suspension kit (lot number 40371973) was "too tight to pull apart for use." The (B)(4), which is supplied by multiple vendors. On 1/5/2016, the quality control complaint specialist sent a request to the manufacturing facility for vendor identification and a work order. The vendor was identified as andover coated products. The actual defective sample was returned and forwarded to andover for evaluation. The qc complaint specialist reviewed the 2014 to 2016 supplier corrective action request (scar) and supplier notification letter (snl) logs for similar complaints. However, no similar complaints were identified for the wrap being too tight to pull apart. A previous complaint was received in 2014 for the inability to identify the end of the wrap. Thus, the qc complaint specialist determined to notify the vendor of the event via a supplier notification letter. If/when andover responds to the supplier notification letter, the complaint investigation will be reviewed for updates. Deroyal will continue to monitor trends and will recognize if the issue recurs. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is complete. If new and critical information is received, this report will be updated.

Event description:
A 15-minute delay was reported due to a self-adherent wrap contained within a shoulder suspension kit. A cut had to be made in the product in order to roll bandage out. In other words, the bandage was too tight to pull apart for use. The device was in use to suspend the arm during shoulder surgery.